Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an error message from the meter when attempting to deliver a bolus. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 03/24/2015 device evaluation: the device has been returned to animas and evaluated on 03/13/2015 with the following findings: the meter powered up normally and was paired successfully with a test pump. No error 1 records were observed in the meter download. A 10u bolus was performed from the meter to the test pump and no errors occurred. The alleged issue could not be duplicated.